Event description:
The physician was attempting to deploy a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a long, in-stent lesion in a patient. The stent stopped in the middle of the previously deployed stent and force was used in an attempt to advance the device. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the inner marker bands as per specification, the stent was deformed at the 10th, 11th and 12th distal strut segments.

Manufacturer narrative:
Evaluation: results: (unknown if stent damage due to previously deployed stent or stenosis/calcification within previously deployed stent), failure to follow instructions (use of force to advance the stent). Evaluation: conclusion: no conclusion can be drawn, (unknown if stent damage due to previously deployed stent or stenosis/calcification within previously deployed stent), user error contributed to event (use of force to advance the stent). (B)(4).